Event description:
The facility's sales representative was informed that an overinfusion of pain medication occurred with one of the facility's pca pumps. The facility reported that the overinfusion was significant but did not result in an adverse outcome. Information regarding the drug that was involved, patient's specific details, and whether or not any intervention was required was not provide by the facility. Baxter's quality management group is currently making efforts to gain this information from the facility as well as the serial number of the device involved and it's availability for evaluation.